Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer states that the blood glucose reading is 143 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to corroded keypad trace. The insulin pump was monitored and no vibration anomaly during testing noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.